Event description:
It was reported the pt experienced transient anisocoria post procedure and this was resolved without sequelae. No other complications were reported with the pt as the result of the event.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event.